Event description:
Physician was embolizing a type ii endoleak aneurysm with penumbra ruby coils. Three ruby coils were successfully deployed into the aneurysm sack. A fourth coil was attempted, but the physician was unable to advance the coil into the aneurysm after several unsuccessful attempts. As the coil was being reintroduced into the sheath, the coil got caught and detached form the pusher assembly. The coil was removed from the sheath and the procedure commenced. The delivery catheter was readjusted and several more coils were deployed.

Manufacturer narrative:
Results: the pusher still has the coil attached to the distal detachment tip (ddt). The coil is kinked. The pet lock is intact on the proximal end of the pusher hypotube. Conclusion: the complaint has been evaluated. The complaint indicates that during reinsertion of the coil into the sheath the coil got caught on the sheath and detached. After evaluating the returned pusher and coil it appears that the coil is still attached to the pusher and there is no notable issue with the coil other than some damage to the coil loops. The cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.